Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an alert for a low blood glucose of 54 mg/dl, which was 62 mg/dl at the time of the call, after walking following lunch, and they treated with orange juice while the ilet continued to alert until acknowledged and dismissed. Symptoms included hypoglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.